Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the shaft broke. The target lesion was located in the severely tortuous mesenterica superior. A direxion microcatheter was used for an embolization procedure. During the procedure, it was noted that the nitinol shaft of the microcatheter broke inside the patient. The procedure was completed with this device and the device was removed. No patient complications were reported and the patient's condition was good. Device eval by manufacturer: returned product consisted of a direxion microcatheter. The shaft was microscopically examined. The device showed damage in the form of a separated shaft in 2 locations. The 1st location was 43cm from the hub and the 2nd location was 44.2cm from the hub. The shaft showed some slight bends from the tip proximally 12cm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.